Event description:
Initial phosphorus result of 10.5 mg/dl. Same sample repeated recovered 6.4 mg/dl. Same sample repeated on another instrument, same methodology, recovered 6.4 mg/dl. Initial result was reported. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification. The user reports no further occurrences.